Event description:
Info received indicates during a preventive maintenance check, the technician found that the left foot siderail would not latch.

Manufacturer narrative:
The technician found the siderail latch assembly was gummed up and dirty. He used a siderail inline spring kit to repair the bed.